Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced image went completely black (blackout)in the middle. This issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report.

Event description:
No additional information received from the customer.